Manufacturer narrative:
E1: patient city: (B)(6) patient country: india.

Event description:
Reference number (B)(4) event occurred in india. On (B)(6) 2024, the patient reportedly experienced an issue with a defective infusion set patch. No further information available.